Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding an implantable neurostimulator (ins) for the treatment of post lumbar laminectomy syndrome and spinal pain. It was reported that the patient is having to charge the battery up every two weeks with only two programs active and "supposedly this battery is supposed to last a lot longer." The patient stated that they are charging more often than their previous device where they only charged about every month. The patient thought they were using the device more before, but they are not. The patient is not using adaptive stimulation. No further complications were reported or anticipated.